Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, upon taking the adapter out of the packing, the titanium cap did not provide a proper seal when screwed onto the adapter. It appeared that the screw mechanism (the thread) was defective. Nothing unusual observed on the device prior to use. No other products being utilized with the device. No other visible defects/damages found on the product. The defective adapter was replaced by another adapter which took more time from different lot number and same product ID (identifier) on the same day, which was functioned properly and this resolved the issue. There was no blood loss. There was no reported patient injury.